Event description:
The customer stated that she was pulled over for driving erratically and jailed. The customer subsequently lost consciousness and had to be treated by paramedics due to hyperglycemia. The reported blood glucose reading was 279 mg/dl. The customer stated that her blood glucose routinely fluctuates between 40 and 800 mg/dl. The customer stated that she does not have a doctor to work with in order to make better decisions in her diabetes management. An insulin pump trainer was put in contact with the customer to assist her with managing her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.